Manufacturer narrative:
Patient age not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site closed the door but it stated the door was not closed. The site abandoned use of the imaging system and continued with a c-arm. There was no patient impact reported and a 10 minute delay to surgery.